Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Four screws have been reported for this event as it is unknown which of the screws fractured or were loose. Explant date - could be (B)(6) 2016 or may remain implanted this report is number 9 of 13 mdrs filed for the same patient (reference 1825034-2014-07370, 07371, 07372, 07373, 07375 and 2016-02250, 02251, 02253, 02255, 02256, 02257, 02260, 02261. There are warnings in the package insert that these types of events may occur. Under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Product location unknown.

Event description:
Patient's legal counsel reported that patient underwent a right hip revision procedure approximately nine (9) years post-implantation due to allegations of metallosis and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative reports received confirm patient was revised approximately nine (9) years post-implantation due to pain, instability, osteolysis, migration of the acetabular cup and metal debris. During the revision procedure, yellow fluid, loose and vertical cup, two loose screw and two fractured screws were noted. The loose screws were removed and the fractured screws remain in the patient. The modular head and acetabular cup were removed and replaced with a liner. Two acetabular cups were used to complete the procedure, with one placed inside the other for stability.